Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient went to emergency room and got hospitalized due to infection on (B)(6) 2025. The location of issue was abdomen/gluteus. Patient experienced the symptoms of redness and discharge at the site of the infection. No further information available.